Event description:
It was reported that the covering of the ultraflex esophageal stent was "destroyed" three weeks following implant. The ultraflex esophageal stent was placed to cover a fistula following a gastric bypass procedure. Three weeks post procedure, the stent covering was found to be "destroyed" during a routine radiology procedure to examine the fistula. The stent was removed from the patient 8-10 weeks post implant with the fistula still present. A polyflex esophageal stent was placed to cover the fistula. The patient had no further complications as a result of this event.